Event description:
Event description guidant received information that prior to implant this implantable pacemaker (ipm) was successfully programmed. Post implant there was no communication available with the device. A message was received to reposition wand. Another programmer was tried, as well as changing the cables and wands and still no communication was possible. All sources of emi were eliminated and the ipm was still unable to be communicated with. Another ipm was then successfully implanted. The explanted ipm was still unable to be interrogated.